Event description:
The reusable tibial insert impactor tip broke while impacting the poly insert. The connection post broke off and became stuck inside the reusable impactor handle. The surgeon impacted the femoral component by impacting the femoral impactor tip directly. Surgery was completed successfully.

Manufacturer narrative:
The reusable tibial insert impactor tip broke while impacting the poly insert. The connection post broke off and became stuck inside the reusable impactor handle. The surgeon impacted the femoral component by impacting the femoral impactor tip directly. Surgery was completed successfully. Review of inspection records for the affected lot indicate that the device was manufactured to specification.